Manufacturer narrative:
(B)(4). Concomitant medical products: all concomitant devices have the same catalog number: 912031. Foreign country: (B)(6). The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07122, 0001825034-2017-07120, 0001825034-2017-07124, 0001825034-2017-07125.

Event description:
It was reported a patient has been indicated for revision approximately six months after a bankart repair procedure due to cysts and osteoarthritis. No revision procedure has been reported to date. No current correlation between the product and the issue have been identified.